Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user's doctor contacted lifescan (lfs) alleging that the patient was experiencing an "er2" warning issue with his one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's doctor reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 am. The doctor stated that the patient does not take any medications to manage his diabetes and it is unknown if the patient made any changes to his usual diabetes management. The patient claimed during the alleged issue the patient felt "woozy." In response to his symptom, on (B)(6) 2011, at 9 am, he was driven to the emergency room (ER), where his glucose was tested on the "morning" of (B)(6) 2011 with an ER meter and a result of over "500 mg/dl" was obtained. The doctor reported that the patient was treated with IV fluids at 9 am. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse of the device. However, it was also noted that the patient was using the incorrect testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.